Event description:
It was reported that this was closure of an unspecified access site using a prostyle device after an unknown procedure. Reportedly, while using the first prostyle device a footplate separation occurred. A new prostyle device was used; however, the footplate was unable to close. The method used to achieve hemostasis was not provided. There was no adverse patient effect. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 are filed under separate medwatch report number